Manufacturer narrative:
One unit was returned and the device was evaluated. The devices was confirmed to have reversed tubing. Product mfg before and after the reported lot number were inspected. No units were found with reversed tubing. Reported failure appears to be an isolated incident. Corrective actions were implemented at the manufacturing location that will prevent future occurrences of reversed tubing.

Event description:
Customer reported reversed tubing on the bag set. Visible stomach contents were in the feeding bag. Pt is fine but medical intervention was required.